Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failed and was unable to open when trying to pull the propofol. There was a beeping noise, and the error message displayed read required maintenance. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door latch was failed. A field service engineer replaced the latch the issue not resolved, again replaced the latch and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.